Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a failed switch, designator sw5. The device was archived by physio-control and the customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not power on when the lid was opened. As a result, defibrillation therapy may be delayed or unavailable, if needed.